Event description:
It was reported that a minimum fill notification occurred, causing the customer's blood glucose level to rise to 552 mg/dl. The customer addressed bg by administrating a correction bolus via the pump. Technical support instructed the customer to clean the pneumatic tap area and guided them through the process of loading a new cartridge onto the pump, which resolved the issue, allowing the customer to continue insulin therapy.